Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number 1627487-2021-19059. It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein both of the lead adapters were explanted and replaced to address the issue.